Manufacturer narrative:
Product still in-situ and could not be evaluated. No radiographs or images were provided to confirm the alleged event. Patient's bone quality is unknown. Though no root cause can be determined at this time, review of the data received suggests delayed patient fusion and/or bone quality may have contributed to alleged event. Device still in-situ.

Event description:
On (B)(6) 2018 a patient underwent a lumbar spinal surgery at l3-s1 levels. On (B)(6) 2018, the patient reportedly started having low back pain with no significant sacroiliac nerve pain. As per reporter a CT scan of the lumbar spine showed some haloing around the l2 screws and the patient may be still moving across the l2-3 level due to a pseudoarthrosis.